Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician could not duplicate the reported complaint. Switching between ac power and internal battery was detected in the diagnostic event log many times. Power supply was determined to be a failure. Resolution and disposition: power supply was replaced. (B)(4).

Event description:
The international customer reported the v60 unit was connected to ac power but an alarm indicated the unit was running on the battery, not ac power, and the led was not lit. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.